Event description:
It was reported that this pacemaker exhibited intermittent undersensing on two non-sustained ventricular tachycardia (nsvt) episodes on the right ventricular (rv) channel. Technical services (ts) recommended reprogramming for device optimization. The device remains in use. No adverse patient effects were reported.